Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they're having shocking symptoms since last week; "it's not every minute it depends, sometimes it's quick". Pt mentioned that they couldn't sleep. Pt stated that their appointment to their doctor is on the 23rd. Pt mentioned they tried to adjust the therapy but still feeling the pain and can't seemed to make it go away. Pt mentioned that their daughter was helping them do the adjustment but unsure if they had changed the group or if the therapy was too powerful or something. Pt mentioned they've been putting on "those compressing thing pain reliever pad and been taking "2 tyanol and there's nothing helping" but later mentioned "maybe the drug helped with the pain". Pt added that when they "sneezed it started back up again". Agent had pt connect to their therapy and was able to confirm that therapy was on and in group a 3.6. Pt asked, "is there something wrong with the stimulator and the wires in my back because that's the way it feels like I have little shock going in me". Agent reviewed therapy adjustment to pt and possibly turning off the therapy if they continue to feel the shock or if they would feel better; agent reviewed hcp role and redirected pt to their doctor. Pt mentioned that they will keep the appointment and will still call the clinic.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.